Event description:
The device (part#: cev133) was returned for repair to mxi svc and repair.

Manufacturer narrative:
(B)(6). Eval of the device indicated that the forceps presented with a slight blockage, the coating was slightly damaged and the coagulation and electrical tests are compliant. The instrument was not sufficiently lubricated which created a slight rubbing. The coating itself was most likely damaged by excessive abrasion. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.